Manufacturer narrative:
One device sample and two photos were received for evaluation. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. A leak test was performed, and the sample passed the test. The complaint could not be confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak was determined pre-use. There was no patient involvement, and no harm reported.